Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the ins was overdischarged. Patient had not charged in 2 years. Patient needed an MRI so tech was dong a pmr to be able to put device into MRI mode. Additional information was received and it was reported they were unable to clear por. The battery would deplete immediately when they tried to communicate with the ins. It was reported their was poor communication. Patient reported they had not charged for 2 or more years and it was discovered 2 days ago when she could not charge. Patient stated they met with reps and could not jumpstart it so they sent the patient home and they have been trying for 5-6 hours to get battery to charge. It was reported after troubleshooting the patient's ins was showing eos. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed by the representative on (B)(6) 2019 that the device was at end of service and no additional issues were known. The patient was referred to their provider for replacement. No further complications were reported/anticipated.